Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an unspecified procedure. During device advancement over the guidewire, it was reported that the physician noticed that the foot was slightly open: however, the lever was completely down. The device was removed from the guidewire. Another perclose device was inserted and deployed to achieve successful closure. There were no reported adverse pt effects. Though requested, no additional information was provided.